Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. There were no alarms during treatment. When he opened the cassette door, there was moisture inside. He could not find the source of the leak. The set was discarded. During follow up, his pd nurse reported that his effluent was clear. He did not have signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.